Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic device interrogation, a diagnostics anomaly was noted on the device. A new interrogation session was performed and the anomaly resolved with no intervention. The patient was stable.